Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached end of life (eol) and device was unable to be interrogated with the programmer. The ICD was removed and replaced with a new device. No patient complications have been communicated as a result of this event.